Manufacturer narrative:
The hospice facility associate, who reported that a (B)(6) female hospice patient with a medical history of multiple sclerosis and chronic obstructive pulmonary disease had a catheter balloon burst while the catheter was inserted. The patient had the catheter inserted for chronic medical issues on (B)(6) 2019 and on (B)(6) 2019 the balloon burst. The balloon was pre-inflated to check for integrity prior to insertion. The catheter was removed after the balloon burst to ensure noting remained in the patient and a new catheter was placed with no further intervention or incident noted. The sample is not available to be returned for evaluation. Per the facility, there was no serious injury or follow-up medical care required related to the incident, however medical intervention to replace the initial catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A female patient was had a foley catheter in place for one day and the balloon burst resulting in the catheter being removed and replaced with a new catheter.